Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed de-novo lesion located in the severely tortuous and moderately calcified left radial vein. Vascular access was obtained through the left radial vein. This 5.0 x 40/80 (4f) sterling balloon catheter was used to pre-dilate the lesion. Mild resistance was encountered while crossing the lesion with the sterling balloon catheter. Once across, the balloon was inflated to 6atms for 60 seconds. A second inflation was made to 10atms for 60 seconds. On the third inflation, the balloon ruptured at 12atms. The device was removed from the patient intact. The procedure was completed with a 5.0x20mm sterling balloon catheter. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)